Event description:
A peritoneal dialysis (pd) patient reported a cycler blank screen in an unknown phase/cycle of dialysis. Patient was connected. Rebooted cycler but screen remained blank. The fresenius technical support representative advised to discontinue use of this cycler since its being replaced due to the screen and advised to contact registered nurse to inform of replacement. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day with the liberty select cycler. There was no harm or adverse event reported, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual no indications of dried fluid within the cassette compartment on the pump. There were visual no indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2243 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touch screen test passed. Voltage verification check passed. System air leak test passed. Valve actuation test passed. Teach pumps test passed. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. There were visual no indications of dried fluid under the pump assembly and the bottom cover. There were no discrepancies encountered with the mushroom heads.a review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.